Event description:
User stated she has noticed increased bicarbonate recovery on this analyzer for the past two months and has been repeating testing on another analyzer with different results. The total number of patient samples involved was not provided and the user could not provide any specific data. No erroneous results were released as the results from the other analyzer were reported. The technical service specialist instructed the user to perform a patient comparison between the analyzers. Eight patient samples were tested and considered discrepant. Results are documented as original result from this analyzer, repeat result from other analyzer and repeat from this analyzer after a reagent change and recalibration. All results are in mmol per l. Sample 1: 30, 22.3, and 24. Sample 2: 31, 24, and 24. Sample 3: 28, 21, and 23. Sample 4: 29, 23, and 24. Sample 5: 31, 23, and 25. Sample 6: 30, 23 and 24. Sample 7: 32, 24, and 26. Sample 8: 30, 22.2 and 24. None of the erroneous results were released.

Manufacturer narrative:
The field service representative determined there was a fluidics failure and cleaned the fluidics system. Instrument testing was performed and checked within stated specifications.